Manufacturer narrative:
Tow cable.

Event description:
It was reported that during unloading the cot from the ambulance the cot collapsed because of a cracked pull cable. The back axle was not locked. It was further reported the pt was not injured, but one of the employees was injured.